Event description:
During a laparoscopic cholecystectomy procedure, the clips were beyond scissoring ending up shaped like a ribon with the tips bent past each other. The dr continued to use the device, since not all clips were malformed. There was no pt consequence.